Event description:
Treatment started at 8:55 with a target weight loss of 3.5 kg. Pt unable to stand at 11:14 due to hypotension. Pt weight at that time 85.9 kg (dry weight 87 kg). The venous needle was re-inserted to deliver 1000 cc saline. Pt left clinic at 86.5 kg. Gambro technical services (gts) found that pressure relif valve #3 (prv3) was out of calibration at 1108 mmhg.